Event description:
Information was received indicating that this ambulatory infusion pump exhibited an error code. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
Additional information recieved 09-10-2018 including the event date and stating no patient was involved.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Battery was inserted into pump, and customer's reported problem was verified. The began displaying error code of "10102". Pump was found to have fluid ingression, and this being the cause of the alarm. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.